Manufacturer narrative:
The technician replaced the caster to repair the stretcher.

Event description:
Info received indicates the brake and steer would engage, the wheels would hold, but the swivel lock on the right foot caster was not holding.